Event description:
It was reported the duodenovideoscope exhibited knob wire is broken, the issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive detached and light guide lens dirty. A root cause could not be identified. Based on the results of the investigation, there was not found a probable cause for the reportable event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.